Event description:
It was reported that during a kyphoplasty procedure at t11, the physician placed cement in the vertebral body and some of the cement leaked anteriorly. The physician waited a couple of minutes for the cement to seal up. When an attempt was made to place the cement in the body, the physician noticed that it had completely hardened. The cement was stored at the proper temperature before and during the procedure. The mixing process took 30 seconds and the event occurred 11 minutes thereafter. Cement extravasation was noted, but the patient is asymptomatic. The procedure was successfully completed with minimal fill.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.